Manufacturer narrative:
Root cause: the root cause for the reported issue that device had communication error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while attempting to run channels a and b together, it only ran channel b, and says the infusion was stopped immediately before patient could receive it. There was patient involvement, but no harm.